Event description:
Healthcare professional later reported capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported: "implant capsular calcifications", "recall", "significant asymmetry", "rupture with implant capsule pull away sign, "keyholes signs and areas of silicon bulging", "axillary lymph nodes are mildly prominent" and "several scattered nonspecific sub 5 mm enhancing foci throughout the breast" diagnosed via MRI on 20dec2024. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.